Event description:
Literature review titled "bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients", healthcare professional reported patient with "bia-alcl diagnosis" and "seroma." Histopathological markers are not reported for each case. However, the authors used the who criteria to make diagnosis. Device has been explanted.

Event description:
Literature review titled "bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients", healthcare professional reported patient with "bia-alcl diagnosis" and "seroma." Histopathological markers are not reported for each case. However, the authors used the who criteria to make diagnosis. Device has been explanted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Health effect impact code: f2201 biopsy; f2203 imaging required. Article citation: (B)(6). ¿bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients.¿ aesthetic surgery journal, sjad181. (B)(6) 2023, doi:10.1093/asj/sjad181 the events of lymphoma-alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl, seroma.